Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the sipap ventilator has e51 error(oxygen sensor can not be recalibrated by user-bad offset/high gain). The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Result of investigation: field service technician was able to verify the reported issue. However, no leakage can be detected. Issue was resolved by replacing the o2 cell."